Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. The technician confirmed particles in the air path during the device evaluation. The third-party service center concludes that they could confirm the customer's allegation. There was one error code found and unit got corrected. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. In addition to the above findings, it was also determined that the damaged buttons on upper enclosure. If any additional information is received, a follow up report will be filed.